Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The stylet was not returned and could not be further evaluated.

Event description:
It was reported, during the implant procedure that the physician could not advance the stylet out all the way, and "the tip is bent" at implant attempt. The lead was not implanted and there were no reported patient complications as a result of this event.